Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter bent during insertion. Another kit was used. Clinical consequences: none." Additional information received on may 27, 2026, indicated that the needle bent during insertion. Further additional information received on may 28, 2026, indicated that no medical intervention was needed.